Event description:
It has been reported that the AED did nto pass self diagnostic check.

Manufacturer narrative:
Pr#: (B)(4). Product evaluation pending. Issue is being reported an alert could not be cleared by operator.